Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead was obstructed due to a stylet/guidewire fragment stuck in the lumen. The stylet/guidewire was broken. The stylet/guidewire was kinked/buckled. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with a guidewire not affixed to the lead. A fresh guidewire was inserted in the lead and came to an occlusion at 70.5 cm. There is a guidewire fragment stuck in the lumen. The guidewire is kink/buckled in the tip nose as the distal end of the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the guidewire got stuck in the left ventricular (lv) lead. The guidewire was removed with difficulty from the lead body after the lead was removed. The lv lead was not used and a replacement lv lead was placed successfully. No patient complications have been reported as a result of this event.